Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, device migration. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor breast implant and experienced left-sided grade ii capsular contracture postoperatively. In addition, the patient experienced left-sided device migration due to the capsular contracture. The diagnosis was confirmed by a healthcare professional on (B)(6) 2021. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.